Manufacturer narrative:
(B)(4). Concomitant medical device(s):- unknown vanguard stem, item # unknown, lot # unknown. Unknown vanguard bearing, item # unknown, lot # unknown. Unknown vanguard patella, item # unknown, lot # unknown. Unknown vanguard tibial tray, item # unknown, lot # unknown. Unknown vanguard stem, item # unknown, lot # unknown. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-03946.

Event description:
It was reported in a journal article that the patient underwent a right knee revision procedure approximately 3.2 years post implantation due to aseptic loosening. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.